Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary bifurcation lesion. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during the procedure. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary bifurcation lesion. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during the procedure. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.